Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further investigated the replaced assembly, and observed that transistor q15 was missing from the pcb pads. The solder connection at the pads was broken from the q15 legs. The on circuitry requires that this part be intact to control the main power cycle.